Event description:
Device issue: none. Adverse event: dissection. Time of adverse event: during stenting the procedure. It was reported that after deployment of a 2.5x15 xience v stent in a highly tortuous and moderately calcified mid left anterior descending artery, a dissection was noted at the distal edge of the deployed stent. A 2.5x12 xience v stent was used to treat the dissection. There were no reported adverse pt sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up report will be submitted with any relevant information.